Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9158812, medical device expiration date: 2020-06-30, device manufacture date: 2019-06-07, medical device lot #: 9184790, medical device expiration date: 2020-07-31, device manufacture date: 2019-07-03, medical device lot #: 9241938, medical device expiration date: 2020-08-31, device manufacture date: 2019-08-29." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during a "trial" tubes were lifting from the bottom of the tube with a bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg. This occurred with 10 tubes for each lot #. The following information was provided by the initial reporter: din labels peeling off serum tubes 362791. Additionally, the bd sales consultant provided the following additional information: when validated, were these labels stuck on, as part of the trial? Yes, they would have been hand applied, wetted out completely, and then put through various stages to replicate the process at the wbs. The label appears to peel off from the bottom, does it peel off from the top too? No, as the adhesive of the label will grip onto the fibers of the tube label, it will release from the tube where no label present. If the label is not applied/wetted out to the tube sufficiently, then the adhesion of the label in conjunction with the smoothness of the tube (with possibly releasing agent on the tube during manufacture?) Causes the label to lift, this intern causes the adhesive to oxidase and accelerates the label lift. Are these labels used on any other of bd blood tubes? Yes, on multiple tubes throughout the organization with no other reported cases. Who manufacturers the labels? The company is called (B)(4).

Manufacturer narrative:
H.6. Investigation: bd received labels from the customer and no tubes were returned for investigation. The labels were evaluated and the indicated failure mode for label lift with the incident lot was not observed as they are not bd manufactured. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during a "trial" tubes were lifting from the bottom of the tube with a bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg. This occurred with 10 tubes for each lot #. The following information was provided by the initial reporter: din labels peeling off serum tubes 362791 additionally, the bd sales consultant provided the following additional information: when validated, were these labels stuck on, as part of the trial? Yes, they would have been hand applied, wetted out completely, and then put through various stages to replicate the process at the wbs. The label appears to peel off from the bottom, does it peel off from the top too? No, as the adhesive of the label will grip onto the fibers of the tube label, it will release from the tube where no label present. If the label is not applied/wetted out to the tube sufficiently, then the adhesion of the label in conjunction with the smoothness of the tube (with possibly releasing agent on the tube during manufacture?) Causes the label to lift, this intern causes the adhesive to oxidase and accelerates the label lift. Are these labels used on any other of bd blood tubes? Yes, on multiple tubes throughout the organization with no other reported cases. Who manufacturers the labels? The company if called computype.